Event description:
Initial info was received on (B)(6) 2015 from a consumer. This male consumer used colgate optic white 360 toothbrush and the bristles fell out leaving "some wires" stuck in his throat. He began using the toothbrush on an unk date (frequency not specified). The consumer stated he recently bought his current toothbrush on an unk date a week prior to this report in (B)(6) 2015. Subsequently, the bristles fell out and became stuck in his throat on an unk date in (B)(6) 2015. The consumer reported he had to go to the doctor and have the bristle removed. At the time of this report, the action taken with the toothbrush was unk and the consumer had recovered from the event. This case is referenced as (B)(4).